Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The manufacturer representative inserted two batteries to power up the device, and the pump showed continuous error code "1260". The cause of the customer reported problem was a software update. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative updated software to version 97-0305-08f.

Event description:
It was reported that there was an error code 1260. There was no patient involvement.